Manufacturer narrative:
Correction: b5. Additional information: h6, h11. B5: update the statement from "fluorouracil 3950mg" to "fluorouracil 3950mg/3500mg/5000mg". H11: the actual devices were not available; however, photographs of samples were provided for evaluation. Visual inspection of the photographs showed fluid in the bladders which suggest a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: b5: the device is a small volume folfusor. The quantity of units is two (2). Additional information was added to d1, d4, g4, h4, h6, and h11: h4: the lot was manufactured between march 8, 2025 ¿ march 10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) unspecified elastomeric pumps underinfused during patient infusion. The devices contained fluorouracil 3950mg in 115ml total volume of sodium chloride 0.9%. The expected infusion time was 48 hours; however, a significant volume remained inside the devices at the end of the infusion period. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.